Event description:
It was reported that the patient went to (B)(6) and ended up in the hospital for a week. The patient was "so miserable". The pump was infusing baclofen and hydromorphone.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: unknown, accessory model: 8590-1, lot #: n291429, implanted: 2011-(B)(6), explanted: unknown. (B)(4).